Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results /method and conclusion codes along with investigation results will be provided in the final report. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for implant procedure to treat intermittent complete heart block. During procedure, noise was noted on the right atrial lead via pacing system analyzer (psa) and alligator cables. An electrogram (egm) was unable to be obtained, only noise. It was attempted on both ports of the analyzer cable. Noise was noted on both. The right atrial lead was not used and was explanted. The patient was stable post procedure.